Event description:
Date of surgery: 2007, it was reported that the inner hex of the screwdriver broke off in the top portion of a screw while the surgeon was trying to advance the screw using the modular handle. The surgeon tried to use another screwdriver to back out the entire screw; however, "there was not enough room to get a bite on the screw". After confirming that the broken piece remained in the top of the screw, the surgeon choose to place the connectors, rod, setscrews and lock down the construct. The sheared off tip of the screwdriver remained inside the screw in the pt. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the manufacture; therefore, product evaluation is possible. A visual macroscopic examination and functional check with corresponding part was performed by a product engineer that confirmed that the tip of the hex was sheared off. Unable to determine the cause of the event.